Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom " "system error 322' alarms". Review of the event history log confirmed the reported symptom '' ' system error 322' alarms". The evaluation found that the device was operating out of specification with respect to the reported symptom. The failed upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 322" in the ICU. It was also reported that there was no patient injury.